Event description:
It was reported an issue with secondary infusion of abraxane. It was noted that when it was close to the end of the infusion, "it switched back to the primary before it reached the level of the primary fluid." It was reported that the clinician lowered the primary bag, "it went a little bit but it really was not moving much." When observing the bag, it was noted that the clinician was unable to "pull the sides of the bag apart and there was no air in the bag indicating that there was a vacuum." The hospital's pharmacist stated the process for making the bag of abraxane is as follows: 1. They start with an empty bag, 2. They add the closed chemo safety piece to the bag (phaseal optima), 3. They add the drug (they do not add any air to the bag), 4. That is then connected to the secondary tubing which also has a phaseal on it for delivery. It was reported that the pharmacy makes the medication mixture and not the infusion center. The issue was observed by bd representatives during their site visit. It was also observed that the "pumps were not always directly at the level of the patient though some were close." It was further noted that while the clinicians tried to have appropriate head height, the primary bag on 2 hangers was on or below the pump because of the level of the device. There was patient involvement, but no harm. Although requested, the customer reported that the devices are unavailable to be returned to the manufacturer.

Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.